Manufacturer narrative:
(B)(4).

Event description:
This is report 1 of 2. It was reported that the patient experienced recurrent peritonitis coincident with peritoneal dialysis (pd) therapy. The cause was unknown. The patient was treated with an unknown antibiotic. Seventy one days later, the patient was hospitalized to have the pd catheter removed. The patient will not continue on pd therapy but has been placed on hemodialysis. The patient was discharged home from the hospital on an unknown date after the pd catheter was discontinued. The pdrn does not know if the patient has recovered from the recurrent episodes of peritonitis due to no longer a patient at the pd clinic.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed on h13c20064 with no issues noted during the manufacturing process. Should additional information become available, a follow-up report will be submitted. Same patient as (B)(4).